Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due the faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports no delay, and the patient was not under anesthesia.

Event description:
The field service engineer (fse) reported to olympus that the video system center had no image and the object was not visible. The issue was found during reprocessing. There was no patient involvement and no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that no image issue and b30 scope communication error code were due to a printed-circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.